Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag had fluctuating rotations per minute (rpm) while in use and the console and motor were exchanged. The console was also noted to have an active b4 battery error. Battery maintenance was performed and the issue resolved. Related manufacturer's reference number for the console: 3003306248-2022-00028.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag motor contributing to speed fluctuations was not confirmed. The returned centrimag motor (serial number (B)(6)) was functionally tested alongside known working test equipment and was found to perform as intended. Atypical events were unable to be reproduced throughout all testing, even when the motor¿s cable was manipulated by hand. No log files were associated with the reported event, and the motor was scrapped due to irreparable damage observed on its motor cable. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual (rev. M) provides information regarding emergencies/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Centrimag motor IFU (rev. 06) instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that battery maintenance was performed and the console issue resolved. The motor was sent for evaluation due to intermittent interruptions in flow and fluctuating revolutions per minute (rpms).